Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00332: plate, 3025141-2019-00333: targeting guide, 3025141-2019-00334: depth gage, 3025141-2019-00335: drill, 3025141-2019-00337: screw 2, 3025141-2019-00338: locking bolt, 3025141-2019-00339: screw 3.

Event description:
An aculoc 2 vdr was being implanted. While inserting the screws, the surgeon had difficulty inserting two screws the screw stripped and could not be fully inserted. There was a 10-15 minute delay in surgery.